Event description:
It was reported that "the charging cord was loose and pump needed to be propped up to charge." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.